Manufacturer narrative:
It was indicated the leads would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the right atrial (ra) lead and right ventricular (rv) lead were explanted due to poor electrical behavior and high threshold measurements. No additional adverse patient effects were reported.